Event description:
It was reported that the patient's pacemaker (pm) was under-sensing an atrial arrythmia. There were no reported symptoms with respect to the device's functionality. No changes were made. Further information was requested but not received.